Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). It was noted that no pre-bav was performed. During the procedure, a 14f introducer sheath's dilator was used for vessel prep. The vessel diameter left and right was >5.5mm. The device was positioned was able to be successfully implanted. After the procedure, the patients blood pressure was low (60/40 mmhg). An echo was performed and showed no issues with navitor prothesis. The patient was then transferred to a monitoring unit where a CT scan was performed, which revealed vascular bleeding at the delivery systems access site. Medication, a closure device, a pressure bandage, and a blood transfusion were used to resolve the event. There was no clinically significant delay during the procedure. There were no alleged performance issues with the abbott devices. The patient is stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). It was noted that no pre-bav was performed. During the procedure, a 14f introducer sheath's dilator was used for vessel prep. The vessel diameter left and right was >5.5mm. The device was positioned was able to be successfully implanted. After the procedure, the patients blood pressure was low (60/40 mmhg). An echo was performed and showed no issues with navitor prothesis. The patient was then transferred to a monitoring unit where a CT scan was performed, which revealed vascular bleeding at the delivery systems access site. Medication, a closure device, a pressure bandage, and a blood transfusion were used to resolve the event. There was no clinically significant delay during the procedure. There were no alleged performance issues with the abbott devices. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of hypotension and bleeding was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported hypotension and bleeding are related to procedural conditions (bleeding at access site). The reported unexpected medical interventions and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.